Event description:
It was reported that before a laparoscopic colectomy procedure, the active blade broke off from the device outside of the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.